Event description:
Dealer stated that the (B)(4) concentrator has a loud hissing noise coming from the hose that connects to the pc board. Dealer also stated that when the hose is pinched shut, the noise stops and the purity is dropping with the leaking air. The dealer does think that the unit is yellow light alarming.